Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 was reproduced and confirmed through evaluation. This condition was caused by a dislodged component from the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 105 alarm. There was no patient involvement.